Event description:
Allegedly, the doctor was performing a hysteroscopy (trans cervical endometrial resection) when the beak on the distal end of sheath broke off in pt. Doctor experienced difficulties removing broken piece which added 30 minutes to procedure. Doctor thinks that pt experienced pulmonary edema from fluid overload due to added length of procedure; pt went to ICU after procedure and was later released in good condition. Doctor also said she was unable to resect as much tissue as she planned due to length of procedure.